Event description:
It was reported that, in 2012, due to stiffness, the patient¿s knee cap broke and had to be surgically repaired. The reporter ¿threw out her back¿ trying to take care of the patient. The exact date of the event was unknown. Six months later, the ¿pin¿ started to come through the skin and the patient had to have surgery to ¿remove hardware¿. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. (B)(4).